Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient had last charged the ipg approximately 3-4 weeks ago, and is currently unable to communicate with the ipg using the charging system and the programmer. The patient does not have stimulation. Surgical intervention will be taken to address the issue.